Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a bolus delivery attempt. The customer did not know the blood glucose reading. The customer was advised to disconnect at the quick release and assisted with performing a 5.0 unit fixed prime. She stated that the insulin did not exit and the insulin pump alarmed no delivery. She was advised to remove the reservoir from the insulin pump, disconnect and reconnect the reservoir and infusion set at the tubing connector, and to push insulin slowly through the tubing. She reported that the insulin did not exit and that there was greater than normal resistance with the plunger push. She was advised that the alarm had been caused by an infusion set or reservoir occlusion. She was advised to replace the infusion set and reservoir.